Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the valve manifold sticking. Additional malfunction for this device; the alarm would not function.